Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of separation of the luer connector from the dilator is confirmed and was determined to be manufacturing related. The product returned for evaluation was a microintroducer dilator. The peel-apart sheath and handle was not returned. The dilator was completely separated from the luer connector. Use residue was observed on the sample. An attempt to separate the dilator from the luer connector using a non-complainant microintroducer required a significant amount of tensile force. The non-complainant dilator exhibited necking and could not be separated from the luer connector. Microscopic inspection of the proximal end of the dilator appeared smooth and it was not broken. The apparent evidence suggested the bond had failed at the connection between the dilator shaft and luer. The investigation will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after the guidewire is implanted, a sheath dilator is inserted. When the guidewire is removed and the dilator is also removed, the locking part separates, making it difficult to use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that after the guidewire is implanted, a sheath dilator is inserted. When the guidewire is removed and the dilator is also removed, the locking part separates, making it difficult to use. No other information was provided.